Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) stored pacemaker mediated tachycardia (pmt) episodes. Boston scientific technical services (ts) confirmed the rhythm was terminated by the algorithm. Additionally, oversensing was observed on the ventricular channel. No adverse patient effects were reported. At this time, this device system remains in service.